Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support due to an occlusion alarm and an elevated blood glucose level of 330 mg/dl. The patient denied any visible insulin leakage at the connector or infusion site. The patient was instructed to disconnect from the infusion site and perform a fill tubing procedure and reported that it took an extended period of time to observe insulin drops during the process. Based on this information, the patient was advised to replace the short tubing portion of the infusion set to ensure proper filling. After replacing the tubing, the patient resumed insulin delivery and was informed that blood glucose levels should begin to return to range within one to two hours. The patient was advised to monitor blood glucose closely and to call back if levels did not improve. The patient later reported that blood glucose levels remained in the 300 mg/dl range but were trending downward and sought confirmation that no additional action was required. The patient had changed supplies within the prior hour and was advised to continue monitoring blood glucose and allow the system to correct. The patient reported no use of back-up therapy, no ketone testing, no recent steroid injections, no professional medical intervention, no need for assistance, and no immediate adverse health effects. The highest reported blood glucose level during the event was 330 mg/dl, with levels above 180 mg/dl lasting approximately 30 minutes, and no prolonged alerts above 300 mg/dl were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.